Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow-up with implantable cardioverter defibrillator unable to be interrogated by radiofrequency telemetry. I was discovered that the device was in backup operation. No interventions were reported. There were no patient consequences. Further information was requested but not received.